Manufacturer narrative:
Beckman coulter followed up with the customer on (B)(4) 2011. The customer cancelled service and stated the unit was operating within specifications and did not detect burning odor. The customer did not perform any troubleshooting and did not know the cause of the burning odor. Beckman coulter (bec) internal identifier for this report is (B)(4).

Event description:
The affiliate reported the customer alleged burning odor emitted from the unit involving unicel dxc 800 synchron system. The customer reported vacuum low system error. The customer stated the burning odor disappeared and vacuum and pressures were within specifications. Beckman coulter customer technical support (cts) advised the customer to stop the system if the burning odor resurfaces. Patient results were not affected. There was no report of injury or adverse effect associated with this event.